Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 07/15/2007.

Event description:
An alcon representative was observing cataract surgery and saw that the phaco tip became occluded with viscoelastic. Subsequently, a corneal burn occurred.